Event description:
During a percutaneous transluminal angioplasty (pta) to the right pulmonary artery, the balloon was reported to have ruptured. The product was advanced over the guidewire through the sheath introducer and to the lesion. The balloon was inflated using an indeflator; however, the balloon ruptured at 4 atmospheres. Therefore, it was withdrawn from the pt's body, and another balloon catheter was used to successfully complete the procedure. There is no add'l info regarding pt, lesion or procedural characteristics regarding this event. There was no reported pt injury. The product was not returned for analysis. A device history review was performed and showed that this lot of products, including subassemblies, met all requirements per the applicable mfg quality plan, including the burst test values. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event.